Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received results of 307 and 266 mg/dl. The normal control range was 99-135 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.